Manufacturer narrative:
The customer stated that they received a new power cord and that they are operational. They also stated that the cause of the broken power supply was from being bumped often.

Event description:
The customer reported that the power cord that is attached to the plug is cracked and the copper wire is exposed. They disconnected the power supply and used batteries in the instrument. There was no injury reported due to this event.